Manufacturer narrative:
Visual inspection of the internal components of the device revealed the presence of foreign debris contamination within the device. Presence of debris can increase the friction among the rotating components of the device, which can result in generation of heat.

Event description:
It was reported that the device was overheating during testing by the MFR. There was no pt involvement and no adverse consequences alleged with this event.